Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4), the legal manufacturer, argo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2010: resident was seat belted in chair lift - was raised in preparation to put resident into the tub. Staff member moved the lift slightly and the lift began to tip. Staff member was able to stabilize it quickly so there no injuries. (B)(4).